Event description:
It was reported that during a thoracic procedure, the first device was closed on tissue and then when the surgeon attempted to fire the device, the black firing handle broke off. It is unk if the device cut or stapled. A second device was pulled and the device did not work. Another device was used to complete the case. There is no further info available about the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). (Device b): f5xc0m (batch #); exp date = 10/30/2014. (Device b): 11/30/2009. Damaged firing trigger handle; wedge bent. Eval summary: device (a) was received with the firing trigger broken and with a partially fired reload loaded on the device. No functional test could be performed due to the conditions of the device. The device was disassembled to verify the condition of the internal components and the right wedge band was found bent. It is possible that a previous cartridge reload was loaded incorrectly resulting in the increase of firing forces and the damage to the wedge band. Although no conclusion could be reached on what caused the event, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.